Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b4, b5, d4, d10, g4, g7. Additional: h1, h2, h4, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. D4 UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned femoral cr impactor pad identified signs of repeated use (nicks and gouges) and has fractured. Device was submitted for further analysis. The sem analysis determined the failure to align with indicating overload failure or low cycle fatigue culminating in the overload failure. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.